Event description:
On 03/01/2007, a caller reported that the facility experienced three occurrences of the device developing a "kink" during patient use. The caller reported that replacement of the tube was required.

Manufacturer narrative:
The caller reported that the sample associated to this report has been discarded and not available for evaluation.